Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had a trabecular metal patella. It peg sheared off from the patella approximately one year four months post procedure. The patient was revised with a cemented patella. No additional information according to per.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   Performed a visual inspection of the returned patella and found it to exhibit signs of being implanted and the post has fractured/sheared off. Sem analysis: fracture surface on one of the regions of the peg sample revealed artifacts that are suspected to be fatigue striations, which are a tell-tale sign for fatigue mode of failure. The patella peg sample, shows the fractured region and suspected fatigue striations. The device history records were reviewed for deviations and/or anomalies with no related anomalies/deviations identified. Insufficient information provided to perform a compatibility check. Review of complaint history found no additional related issues for the reported part and lot combination. Medical records/radiographs were not provided. Root cause of the fatigue fracture cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.